Manufacturer narrative:
Device was monitored for 1 day. No blank display noted. No unresponsive buttons or stuck button alarm/button error alarm noted. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. However, during visual inspection the keypad flex fingers was corroded. The electronic assembly was corroded and the motor had moisture damage. Unit had minor scratched display window, scratched case, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that the spring is neither damaged nor corroded. Customer stated that the battery compartment is neither damaged nor corroded. Display did not return after pump restart. Customer stated that the buttons on the insulin pump were not responding. The insulin pump will be returned for analysis.